Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that it was not processing properly. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that some red blood cells, amount unknown, were being sent to waste bag. No transfusion was required due to the issue.

Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument was not processing properly was verified during service. Service technician looked at error logs and no errors were logged. Further investigation showed that bowl sensor was slightly out of range at 98mv instead of required 100mv. The issue was resolved by adjusting the sensor to required 100mv successfully. Preventative maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.